Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 455cc mentor memorygel breast implant experienced left sided rupture, breast pain, breast heaviness, and bilateral ptosis post procedure. The patient expressed the concern that these symptoms were the result of breast implant illness. The root cause of the patient¿s symptoms is unclear. As a result, bilateral mastopexy, total capsulectomies (en bloc procedure), and explant without replacement was performed on (B)(6) 2021. The left sided rupture was reported initially under 1645337-2021-11514 on (B)(6) 2021. On december 27, 2021 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 455cc mentor memorygel breast implant experienced left sided rupture, breast pain, breast heaviness, and bilateral ptosis post procedure. The patient expressed the concern that these symptoms were the result of breast implant illness. The root cause of the patient¿s symptoms is unclear. As a result, bilateral mastopexy, total capsulectomies (en bloc procedure), and explant without replacement was performed on (B)(6) 2021. The left sided rupture was reported initially under 1645337-2021-11514 on (B)(6) 2021. On december 27, 2021 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.